Event description:
On 27-jul-2025, the user reported that on (B)(6) 2025, after taking the ilet into the ocean, the device became water-damaged and would not power on or respond. The ilet displayed a blood glucose (bg) of 368 mg/dl. The user corrected bg by switching to backup therapy. No medical intervention or outside assistance was required, and the user reported no symptoms. The user was provided a replacement ilet.